Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause : (B)(4) - improper technique of obtaining or applying blood sample. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Customer called stating meter would not allow her to perform a blood test. Customer was unsure of what the error messages were and stated that nothing happened after she tried to perform the test. Son is calling on behalf of the customer. During the call on (B)(6) 2017, it was verified that the meter turned on and the customer was trained on how to perform a blood test; blood test was performed by the customer non-fasting and produced test result of 136 mg/dl using truemetrix air meter. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer stated that she was feeling tired and believed it was due to her diabetes; customer did not need medical attention at the time of the call. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 12/28/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.